Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.